Event description:
It was reported that the implantable neuro stimulator (ins) exhibited an eos (end of service) message after 3 months. Battery voltage on (B)(6) 2010, was 2.63 volts, but 3 days later, battery voltage was 2.84 volts. Also skin erosion was reported at the corner of the device site. The device was explanted on (B)(6) 2010, and the electrodes and extensions were left in place. It was stated, the patient had an infection, and the patient's tremor symptoms had returned.

Manufacturer narrative:
(B)(4).